Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 206 mg/dl, 146 mg/dl. Tests were done within 10 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly. Customer not using control solution.